Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 15-jun-2024, it was reported that the patient faced tape was not sticking. It was reported that the patient needs replacement infusion sets because it falls off when patient goes to the shower. No further information available.